Manufacturer narrative:
Serial number of the pump was incorrectly listed on original medwatch submission. The correct serial number is (B)(4).

Manufacturer narrative:
The pump return has been requested and has not been received. Due diligence has been conducted per procedure (B)(4) and, if the subject device is returned to animas, it will be evaluated upon receipt and a second supplemental report will be submitted. The death certificate was received at animas as promised and confirmed the report of the family members. The cause of death was listed as anoxic encephalapthy, hypoglycemia, respiratory failure, and hypotension. The coroner was not contacted and an autopsy was not performed.

Manufacturer narrative:
The initial reporter was (B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2010 to (B)(6) 2010 and from (B)(6) 2011 until the end of pump use on (B)(6) 2011 showed that the pump delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in the pump black box or alarm history. The last recorded bolus was (B)(6) 2011 at 23:08 for zero units; the last non-zero bolus was performed on (B)(6) 2011 at 13:07 for 0.95 units. The last basal delivery occurred on (B)(6) 2011 at 00:29. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No pump delivery defects were found during investigation.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
It was reported that the patient died on the evening of (B)(6) 2011. A family member stated that the patient was transported to the hospital by ambulance and was admitted from the emergency department to an intensive care unit where she died. The family member reported that the patient's blood glucose (bg) was 130 mg/dl at dinner on (B)(6) 2011. He said that the patient's bg was not tested again until (B)(6) 2011 at 2:05 pm when her bg was 43 mg/dl. The emergency medical team (emt) arrived and tested the patient's bg at 23 mg/dl. The family member said he did not know what treatment the patient received. The family member reported that the patient had an infection (pneumonia). He said that the patient was not eating for three days prior to her death and was not delivering boluses. The family member alleged that hypoglycemia was the cause of the patient's death. He stated that the physician told him that the cause of death was pneumonia. The death certificate is not yet available at this time. The family member reviewed the pump with customer support. He said that there were no prime deliveries in the history for (B)(6) 2011; the last prime was on (B)(6) 2011 and he said the patient was disconnected. The family member confirmed that there were no boluses in the history on (B)(6) 2011. He confirmed that the basal delivery history was correct. The family member confirmed that there was no evidence in the pump history of excess insulin delivery. There were no associated alarms in the history. This complaint is being reported because at this time there is inconclusive evidence that the pump did or did not cause or contribute to the patient's reported hypoglycemia. The allegation that the hypoglycemia was the cause of the patient's death has not been confirmed.